Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The tank, batteries and tube were replaced. The filaments and the milli-amp limiter were calibrated. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the dose of the 9800 system is too high. No patient injury was reported.